Event description:
Customer reported unexpected negative reactions on a patient sample tested on the galileo for antibody screen.

Manufacturer narrative:
The presence of the k antigen was confirmed on retention crrs, lot x234, and retention capture-r ready-ID, lot id098. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.